Manufacturer narrative:
Leak.

Event description:
It was reported that the fowler cylinder was leaking fluid. It was also reported that the fowler was still functional. No adverse consequence alleged.